Event description:
It was reported that the case happened approx two mos ago. The case was in a vein graft trying to stent the subclavian. The stent delivery system (sds) was being advanced and the stent came off of the balloon in the splenic vein. A smaller balloon was used to deploy the stent in an unintended site.